Event description:
Customers alleges discrepant results with meter compared to his doctor's point of care (poc) meter: date: (B)(6) 2011, inratio: 1.3, retest1 inratio: 3.1, retest2 inratio: 4.1, date: (B)(6) 2011, poc meter: 3.7. Pt notes bruising and a large hemorrhage in his left eye.

Manufacturer narrative:
Investigation pending.